Event description:
It was reported that a malfunction alarm occurred. Prior to the malfunction alarm the customer reported the pump came into contact with water. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 504 mg/dl. A manual injection was administered to address bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.